Event description:
It was reported in an article (iifeld, b.m., gilmore, c.a., chae, j., wilson, r.d., grant, s.a., del gaizo, d. J., bolognesi, m. P., wongsarnpigoon, a., boggs, j.w. Percutaneous peripheral nerve stimulation for the treatment of postoperative pain following total knee arthroplasty (10562). North american neuromodulation society 19th annual meeting. 2015. 206.) That 1 patient who underwent stimulation of the femoral and/or sciatic nerve through a percutaneous lead to treat postoperative pain following a total knee arthroplasty (tka) did not have stimulation immediately reduce pain at rest by>50%. 1 patient who underwent stimulation of the femoral and/or sciatic nerve through a percutaneous lead to treat postoperative pain following a total knee arthroplasty (tka) did not have stimulation immediately reduce pain during movement by >30% during testing of active knee flexion. 3 patients who underwent stimulation of the femoral and/or sciatic nerve through a percutaneous lead to treat postoperative pain following a total knee arthroplasty (tka) did not have an improvement in range of motion during stimulation compared to stimulation off. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).